Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level had been as high as 500mg/dl, and as low as 55m/dl. The customer states they treated the high with bolus. The customer treated the lows with food. The customer declined to troubleshoot for the high blood glucose. The customer was assisted with sensor issues. The customer was advised the sensor would be replaced.